Event description:
It was reported that the patient's system was turning off intermittently and there were connection issues with the ipg. Surgical intervention is anticipated, wherein the ipg will be replaced and re-located.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted, replaced and relocated, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.